Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4), following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician inflated the balloon per IFU, however, the balloon would not deflate. Additional information was received indicating that the balloon could be deflated but took longer than expected or experienced before. Evaluation summary: the nanocross 0.014in otw pta dilatation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The nanocross was received in a post-inflation profile: not tightly wrapped or winged. Contrast material was observed in the balloon chamber. The proximal end of the balloon chamber was inspected: contrast material just proximal of the proximal balloon bond was observed. A 6cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a steady stream of clear fluid was observed exiting the distal tip. A 0.014in guidewire was loaded through the distal tip and transverse the length of the catheter with ease. A 6cc water filled syringe was attached to the balloon luer lock on the y-manifold and a vacuum was drawn three times. The 6cc water filled syringe was pressurized but the balloon would not inflate: fluid would only approach the proximal balloon bond. A 20cc water filled syringe with manometer was attached to the balloon luer lock on the y-manifold and pressurized to 16atm and allowed to rest over one hour. The balloon chamber was inflated and the pressure was 0atm when the device was inspected. The balloon catheter was inflated to 12atm allowed to stabilize and deflated. The balloon catheter was inflated to 12atm allowed to stabilize and deflated in less than three minutes. The balloon catheter was inflated to 14atm allowed to stabilize and deflated in 1minute 4seconds (64seconds specification is in less than or equal to 115seconds).